Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic lobectomy, when removing lobe from the cavity, the bag tore. The specimen was removed within the torn bag. There was no patient injury.